Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a radical resection of rectal cancer procedure, the patient had experienced anastomotic leakage and developed a fever. Additional operation will be performed to correct the issue.